Event description:
Additional information: it was reported that the patient received 1 unit of pack red blood cells on (B)(6) 2018, 2 units on (B)(6) 2018 and 3 units on (B)(6) 2018 for low hemoglobin. No further information was reported.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure and low hemoglobin and hematocrit levels could not be determined through this evaluation. The patient remains ongoing on the device and no additional related events have been reported at this time. The heartmate 3 lvas IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 8 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient remained on inotrope milrinone on (B)(6) 2018 meeting the definition of right heart failure.